Event description:
It was reported that the user experienced repeated scan failures with two freestyle libre 3 plus sensors, followed by successful scanning and pairing of a new sensor after troubleshooting and education. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the initial sensors could not be scanned but a subsequent sensor paired successfully. It was concluded that the issue was resolved through troubleshooting without clinical impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.